Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they got the permanent device placed a week ago tuesday. They had the stimulator placed and they got home and they called them and said the therapy wasn't on. They immediately rescheduled the the patient for surgery on monday (B)(6) 2024 . It was something with the stimulator battery. They said it was something with the battery not connecting or something. They went into surgery again on monday. They got done with the surgery and then they connected and turned the therapy on. When patient got home they were not able to connect to the stimulator. Walked caller through how to connect to the stimulator with the smart programmer and communicator. Patient said they wanted to increase the stimulation because they didn't feel the stimulation. Agent informed the patient that you don't have to feel the stimulation for it to work. Patient increased the stimulation and felt the stimulation and then decreased it back to where it was. Issue was resolved on the call. Patient's doctor was dr. (B)(6) (first name asked unknown) in (B)(6) indiana.